Event description:
The customer reported via phone call that the insulin pump sustained physical damage and that the customer experienced high blood glucose. The customer's blood glucose was 521 mg/dl. The customer stated that there was a crack on the reservoir area. She stated that she had fallen and cracked the insulin pump. She stated that she had treated her high blood glucose with manual injections. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.